Manufacturer narrative:
The falsely elevated advia centaur cp cardiac troponin I (tni-ultra) results observed by the customer was a sample specific issue. The troponin results after centrifugation on the patient sample were negative. The customer performed troubleshooting which consisted of running replicates of the initial patient sample after centrifugation, a previously reported negative patient sample, and a low level quality control. The results were all negative. (B)(6). The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00088 was filed for a falsely elevated initial measurement, and MDR 1219913-2018-00089 was filed for a falsely elevated repeat second measurement.

Event description:
A falsely elevated advia centaur cp cardiac troponin I (tni-ultra) result was observed by the customer. The customer's protocol is to repeat all positive tni-ultra results. The same patient sample was rerun, a second and third time, and the tni-ultra results were positive. The same patient sample was centrifuged, a tenfold measurement performed, and the results were negative. In order to confirm the negative tni-ultra results after the sample has been centrifuged, a new sample was drawn and the result was negative. A negative tni-ultra result was reported to the provider. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur cp tni-ultra results. MDR 1219913-2018-00088 was filed for a falsely elevated initial measurement, and MDR 1219913-2018-00089 was filed for a falsely elevated repeat second measurement.